Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot c762 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or non-conformances related to the complaint were noted. Trends were reviewed for complaint categories, blood pump error alarm, system error, occlusion system alarm, leak centrifuge alarm, clot observed, and centrifuge bowl leak/break. No trends were detected for these complaint categories. A corrective and preventive action was initiated for complaint categories, blood pump error alarm and system error, and is now closed. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer called to report a blood pump error alarm, a system error f142 alarm, an occlusion system alarm, and then a centrifuge leak alarm. The customer stated that the blood pump error alarm occurred first then the system error f142 alarm occured next. The customer checked the kit and did not see any clotting, occlusions or fluid leaks. However, there were some air bubbles in the lines coming out of the centrifuge bowl. The customer powered off the instrument and checked the bowl for any clotting, occlusions, or fluid leaks. The customer saw possible clotting in the bowl. The customer was advised that if there was clotting in the bowl, the procedure should be aborted with no return of blood/products to the patient. The customer stated that he understood. The customer reseated the bowl into the centrifuge, powered on the instrument, and resumed the procedure. This is when the leak centrifuge alarm occurred. It was recommended to the customer that the procedure should be aborted with no return of blood/products to the patient . The customer agreed. Service was not requested at this time. On (B)(6), 2015, the customer stated that the patient was stable and that they will be doing another procedure. The customer stated that the kit will not be returned. On (B)(6), 2015, the customer verified that there was a blood leak in the centrifuge chamber when the blood leak alarm occurred. The customer stated that the blood had leaked from the neck of the bowl and was on the centrifuge walls. The kit was not returned for evaluation.